Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-06404. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the left lead was explanted and replaced to address the issue. It was also reported that during the same surgical procedure on (B)(6) 2023, the right lead was repositioned since it had migrated during the procedure.